Event description:
A caregiver (mother) reported the adc freestyle libre sensor detached prematurely on the 1st day of wear. The customer was subsequently unable to monitor his blood glucose as he did not have his reader (built-in meter) and experienced a loss of consciousness. The customer was "re-sugared" by the school nurse, but the caregiver did not know what the specific treatment was. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage was observed on the sensor patch. The adhesive was not returned. An extended investigation has been performed and was already submitted in a previous report. If the sensor adhesive is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to (B)(4).

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (mother) reported the adc freestyle libre sensor detached prematurely on the 1st day of wear. The customer was subsequently unable to monitor his blood glucose as he did not have his reader (built-in meter), and experienced a loss of consciousness. The customer was "re-sugared" by the school nurse, but the caregiver did not know what the specific treatment was. There was no report of death or permanent injury associated with this event.